Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing, and pressure testing were performed with no leaks or other issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes malfunction events. It was reported that two (2) large bore stopcocks were leaking from the back of the stopcock. The leaks were observed during priming and prior to patient use. There was no patient involvement. No additional information is available.